Event description:
It was reported the patient underwent a procedure to remove the implantable pulse generator (ipg) the day after the device was originally implanted. The patient had an unknown history of obsessive scratching behavior, which led to the patient scratching open the sutured incisions. The physician did not want to risk possible infection and decided to remove the device. The patient did well post-operatively. The device was discarded by the facility and was not returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in block b5. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported the patient underwent a procedure to remove the entire deep brain stimulation (dbs) system the day after it was originally implanted. The patient had an unknown history of obsessive scratching behavior, which led to the patient scratching open the sutured incisions. The physician did not want to risk possible infection and decided to remove the system. The patient did well post-operatively. The devices were discarded by the facility and were not returned for analysis.